Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to a failure of single point load cell #2. The damaged front enclosure and load cell failure were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, a damaged front enclosure was observed. The observed physical damage appeared to be the characteristics of mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed multiple (ua) 07; thus, confirming the reported complaint. The archive also showed (ua) 12 (lifeband not present) error messages, unrelated to the reported complaint. Per the battery hangtag advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 was replaced to remedy the error. Subsequently, the platform passed the load cell characterization test without issue. The (ua) 12 observed in the archive was not reproduced. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared. No patient involvement.